Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to expected or random component failure without any design or manufacturing issue (i.e. Stress, fracture, etc.). However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the duodenovideoscope was observed to have chipped adhesives around both the objective lens and light guide at the distal end. There was no patient involvement.